Event description:
It was observed during olympus' device inspection that the insufflation unit had decreased average flow rate and a failed pressure reducing valve. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified. The reduced pressure flow was attributed to the failure of the pressure reducing valve. Based on the results of the investigation, the reported event is attributed to an component degradation problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.